Event description:
Third party described many medical problems caused by ect treatments between 2001 and 2006. The third party report claimed a thymatron system was used in some of those years. There was no medical information provided to substantiate the claims, no hospital or doctor was provided and many of the numerous medical issues have never been confirmed to involve ect. There was no proof a thymatron was ever used on this person.

Manufacturer narrative:
Medwatch report mw5106185 was received at somatics, llc february 01, 2022. The report claimed numerous medical issues as written by a third party, who was not named. There was a claim that a thymatron system IV was used in some of the patient treatments. Many of the medical issues have not been associated with ect treatments and there was no proof submitted that the patient even had ect treatments. No hospital name or doctor was provided, no specific dates other than 2001 - 2006 were mentioned, no lab or follow up medical confirmation was provided. In short, the mw5106185 report was just unsubstantiated claims by someone as a third party. Somatics sent a cover letter with a medical corroboration form to the e-mail address listed in the mw report on february 09, 2022. The e-mail was not returned as undelivered, so it did go through. Because the claimant did not respond to this request, after several weeks, a second request for accurate information was sent february 25, 2022. Once again the e-mail was delivered and once again after several weeks, no response was provided. Because there was no hospital, doctor or any confirming laboratory findings provided with the original mw report and there was no response to provide this information from the two (2) requests, somatics can only conclude that there was no proof of anything stated or claimed in the original report. Because of the lack of identifying information, somatics is unable to confirm whether the complainant was even treated with a somatics thymatron device. Moreover, the medical literature provides no evidence of the connection drawn by the complainant between ect treatments and the symptoms reported. Although somatics has determined that the claims in the mw report are not valid and cannot confirm that even if an the ect device was used, there was no way to determine it was manufactured by somatics, we are submitting this report to the FDA in abundance of caution and to ensure full compliance with 21 cfr part 803.